Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of cutting and aspiration didn¿t work properly. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and white foreign material on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area of the inner cutter and heavy gouge marks were observed at the cutting edge of the inner cutter. The complaint evaluation did not confirm that the probe had an aspiration failure, however, the evaluation did confirm that the probe had a cut failure. The root cause for the cut failure, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut non-conformance was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut or aspirate properly during a procedure. The product was replaced and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.